Event description:
There was only a little bleeding and this stopped by itself. No treatment was needed.

Manufacturer narrative:
Please review attached for investigation results. (B)(4).

Event description:
It was reported that a patient experience damage to the wound bed following dressing removal. The dressing had adhered causing bleeding on removal.